Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9203928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837138] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that the hub separated from the relion® insulin syringe during use and remained in the shield. The following information was provided by the initial reporter: " consumer left voicemail stating that the needle hub separated and stayed in the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-08. H.6. Investigation summary customer returned one (1) loose 0.5ml insulin syringe. Consumer reported that the needle hub separated and stayed in the shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9203928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837138] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #: (B)(4) was created for raised caps. Debris was collected on the guards. Corrective action: cleaned the guards. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the hub separated from the relion® insulin syringe during use and remained in the shield. The following information was provided by the initial reporter: " consumer left voicemail stating that the needle hub separated and stayed in the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the relion® insulin syringe during use and remained in the shield. The following information was provided by the initial reporter: "consumer left voicemail stating that the needle hub separated and stayed in the shield."